Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address persistent pain and elevated metal ion levels. Intraoperatively there was fluid and pseudotumor with classic look of metalosis. The femoral stem was loose proximally, but was unable to be loosened distally.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
The report states: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address persistent pain and elevated metal ion levels. Intraoperatively there was fluid and pseudotumor with classic look of metallosis. The femoral stem was loose proximally, but was unable to be loosened distally. Doi: unk; dor: (B)(6) 2012 (left hip). Examination of the reported devices was not possible as they have not been returned. A search of the complaints databases was not possible as the necessary product/lot code combinations have not been provided. The investigation can draw no conclusions with the information provided. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.